Event description:
It was reported that bd 309702-syringe 3ml ll tip bulk convenience pak- foreign matter. It was reported by the customer that a discolored bd syringe was found during inspection, with a possible cause of material coming from the syringe or stopper.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 5 photos submitted for evaluation. The reported issue of discolored was confirmed upon inspection of the photos. Analysis of the samples showed 2 loose syringes filled with an unknown fluid with one being clear and the other slightly discolored. However, the condition cannot be confirmed to have originated from the manufacturing process through the photos provided. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.